Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approach: posterior cervical fusion it was reported that the patient underwent posterior cervical fusion on an unknown date.postoperatively, both the most caudal screws got broken. Fragments of the product remained in the patient.patient complications were reported unknown.